Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial distal portion of the lead measuring 41.1 cm was returned for analysis. Internal insulation abrasion was noted from 7.4 cm to 9.1 cm from the distal end. The etfe coating was intact at this location; however, the inner coil lumen and ptfe liner were abraded at this region. Further internal insulation abrasion was noted from 15.0 cm to 16.7 cm from the distal end, with the etfe coating intact at this location, and from 9.4 cm to 13.5 cm from the distal end, where the etfe coating for one cable was abraded. External insulation abrasion was noted from 38.7 cm to 40.8 cm from the distal end, consistent with friction against the pulse generator can. The etfe coating was intact at this location. All other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.